Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-02670, and 0001825034-2019-02673. Report source: (B)(6). Concomitant medical products: vanguard fem pegs set 2 catalog#: 183099 lot#: 141690, series a pat std 34 3 peg catalog#: 184766 lot#: 744060, vngd ps+ tib brg 10x79/83mm catalog#: 183760 lot#: 650430, van ps open intl fem-lt 67.5 catalog#: 183130 lot#: 167710. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the hospital would not release it. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent initial left knee arthroplasty. Subsequently, the patient was revised due to loosening, pain, and cysts three (3) years, eight (8) months surgeon noted possible infection and osteolysis. It was also stated that synovasure test performed provided negative test results for infection. No additional information was available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of photographs and x-rays. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: anatomic alignment of the left knee arthroplasty. Evidence of osteolysis/bone loss at the medial femoral condyle. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.